Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A review of the total daily dose history from (B)(6) 2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. A review of the black box history revealed no evidence of power loss. Visual inspection revealed no damage to the battery cap or battery compartment. A rewind, load and prime sequence was performed without power issues. The pump was exercised for 24 hours with the returned battery cap and no power loss or rebooting was duplicated. Unrelated to the complaint, evaluation revealed a discoloured display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging an intermittent power issue with the pump. It is unknown if the pump was powering off completely. The patient indicated that he had been a couple of weeks since the pump last powered off and on. The patient stated that she would disconnect from the pump, reprime, and then carry on with her business whenever the issue occurred. The patient also stated that a full rewind is always required whenever the issue would occur. During the time of concern, the patient indicated that she had been dealing with extreme high blood glucose (bg) levels followed by 72 hours of extreme lows. The patient then added that she would not have any bg issues for 1-2 months. However, the erratic bg would occur again. The patient believes that she is still dealing with some "honeymooning" and might have a rare condition that runs in the family. The patient stated that she still produces a little insulin. The patient reported in one event that her bg dropped to "42 mg/dl" and she was able to self-treat by eating food. The patient mentioned that she acts stupid whenever her bg gets low. The animas representative involved in this contact was unable to confirm whether or not the patient was alleging that the power issue contributed to her bg excursions. While reviewing the pump, the patient noticed the pump said "not primed, no delivery." The patient checked the prime/rewind screen and noted that all boxes were unshaded. The patient reportedly did not see the verify screen before the no prime message. The pump's date/time reset to the default time when the battery was removed/reinserted. The patient was able to complete the rewind, load, and prime steps through troubleshooting. The patient saw drops during the prime step. The patient was reminded that the removal of a battery cancels temp basals and/or extended boluses. In addition the iob is cleared. The patient confirmed that the pump had not been exposed to an MRI, CT, or x-ray. The patient also confirmed that she never primes while attached. She never tightens the cartridge cap onto pump while attached to pump at the skin site. She claimed that the pump's settings were correct. She was not implicating pump. The patient reported that she has had these issues before starting on the pump. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered "extreme" high and low bg's which can be associated with serious injuries. However, at this time, it is unknown if the pump and the alleged power issue contributed to the patient's injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.